Manufacturer narrative:
(B)(4). It was reported events of power switching, critical battery alarms, double disconnections with vad stops and issues with the controller's connections. The controller was returned for analysis. One battery was not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller and battery's manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and power port 2 connector; this is most likely related to the reported "issues with the controller's connections". A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. Log file analysis revealed three power disconnect alarms within (B)(6) 2017 and (B)(6) 2017 involving (B)(4). The logs recorded a spurious safety alert word (saw) value was recorded for (B)(4), indicating a cell under voltage most likely due to a defective battery; however, failure analysis of the battery was not performed since the unit was not returned. Analysis of event log files revealed a controller power up event on (B)(6) 2017 at 19:24:52 followed by a motor start event. The data point prior to the loss of power revealed that (B)(4) was connected to power port 1 with 92% relative state of charge (rsoc) and that (B)(4) was connected to power port 2 with 47% rsoc. The data point after the loss of power revealed that (B)(4) was connected to power port 1 with 91% rsoc and that (B)(4) was connected to power port 2 with 97% rsoc. A second controller power up event was recorded on (B)(6) 2017 at 21:20:02 with its associated motor start event. The data point prior to the loss of power revealed that (B)(4) were connected to power port 1 and 2. The data point after the loss of power revealed that (B)(4) and (B)(4) were connected to power port 1 and 2 respectively. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. Additionally, several critical battery alarms were logged on (B)(6) 2017 involving (B)(4). The data point prior to the critical battery alarm, revealed that the battery was at 47% rsoc. During the critical battery alarms, the battery dropped to 6% rsoc. Typical communication errors will drop the rsoc to 0% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity dropped to 6% rsoc may be indicative of an estimation error. The most likely root cause of the reported alarms can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. The controller in use, (B)(4), did not have the smr software installed. Analysis of data log files revealed several premature power switching events due to communication errors involving (B)(4). The most likely root cause of the reported power switching can be attributed to a communication error between the controller and battery. An internal investigation was open to evaluate the communication errors. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The most likely root cause of the loss of power may have occurred due to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. The most likely root cause of the reported alarms can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. The most likely root cause of the reported power switching can be attributed to a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Two (2) batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. A review of the controller and battery bat303824's manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed a loose power port one (1) and power port two (2) connector. An internal inspection did not reveal evidence of fluid ingress. As a result, the reported ¿issues with the controller's connections¿ event was confirmed. Log file analysis revealed that the controller in use during the reported event, con100196, did not contain the smr software. Review of the alarm file revealed two (2) power disconnect alarms on 28/apr/2017 and 30/apr/2017 involving bat303824. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported ¿power disconnects¿ were confirmed. Review of the controller alarm file also revealed one (1) critical battery alarm on 26/apr/2017 involving bat302344. In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Additionally, ten (10) critical battery alarms were recorded on 03/may/2017 involving bat303824. The data point prior to the critical battery alarms revealed that the battery was at 47% rsoc. During the critical battery alarms, the battery dropped to 6% rsoc. Typical communication errors will drop the rsoc to 0% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity dropped to 6% rsoc may be indicative of an estimation error. As a result, the reported ¿repeated critical battery alarms¿ were confirmed. Analysis of the data file revealed several premature power switching events due to communication errors involving bat303824 and bat302344. As a result, the reported premature power switching event was confirmed. Analysis of the event file revealed a controller power up event on 28/apr/2017 at 19:24:52. The data point prior to the loss of power revealed that bat300087 was connected to power port one (1) with 92% relative state of charge (rsoc) and bat303824 was connected to power port two (2) with 47% rsoc. The data point after the loss of power revealed that bat300087 was connected to power port one (1) and bat302008 was connected to power port two (2). The controller was without power for a maximum of 6 minutes and 38 seconds. A second controller power up event was recorded on 30/apr/2017 at 21:20:02. The data point prior to the loss of power revealed that bat300087 was connected to power port one (1) with 87% relative state of charge (rsoc) and bat303824 was connected to power port two (2) with 46% rsoc. The data point after the loss of power revealed that bat300087 was connected to power port one (1) and bat302344 was connected to power port two (2). The controller was without power for a maximum of 4 minutes and 2 seconds. As a result, the reported losses of power were confirmed. Based on an internal investigation conducted, the most likely root cause of the loose power port connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the cell-under-voltage condition that led to power disconnect alarms can be attributed, but not limited, to a welding defect, a faulty internal cell pair, and/or a soldering defect. The most likely root cause of the critical battery alarms involving bat303824 can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. The most likely root cause of the reported premature power switching events and the critical battery alarm involving bat302344 can be attributed to a communication error between the controller and battery. An internal investigation was initiated to investigate communication errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery, bat303824 h6: FDA method code(s): FDA 4114; FDA 4112; FDA 3331 h6: FDA results code(s): FDA 3213; FDA 10 h6: FDA conclusion code(s): FDA 12 battery, bat302344 h6: FDA method code(s): FDA 4114; FDA 4112 h6: FDA results code(s): FDA 3213 h6: FDA conclusion code(s): FDA 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b3 b5 g4: initial MDR date MFR. Rec: 2017-05-04 h6: device code(s) h10: other devices involved in this event other devices involved in this event: d4: battery/ bat302344/ model#: 1650/ exp. Date: 2016-08-31/ UDI: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2015-08-31 h5: labeled for single use: no h6: device code(s): FDA 2885 h6: result code(s): FDA 3233 h6: conclusion code(s): FDA 11 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had multiple power disconnects.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additional devices for this complaint: bat303824 - battery / catalog number 1650 / exp. Date: 09/30/2016 UDI #: unknown, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery was power switching and there were repeated critical battery alarms on the controller. The same alarms occurred on both ports. The patient also stated they were having issues with connections on the controller. Log files presented with multiple double disconnect and ventricular assist device (vad) stop which the patient does not recall. The controller and battery were replaced. No patient complications have been reported as a result of this event.